Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a female patient, age (B)(6) in the cath lab. Relevant medical history/diagnostics: mild stenosis. During product pretest the arrow-berman angiographic catheter balloon was observed with a perforation and was never inflated. As a result, the catheter was not used. A new kit was opened and the md inserted the new berman angiographic catheter through the sheath via femoral vein successfully. No medical/surgical intervention was needed. No report of patient death, complications or injury. There was a delay or interruption in therapy with no cause harm to the patient. The patient outcome is perfect.